Manufacturer narrative:
Unable to verify for the compromised force sensor system alarm or perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to a broken off end cap. However, the pump passed the unexpected restart test and all operating currents were normal. No unexpected low battery or off no power alarms were noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer reported that the drive support cap was sticking out. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.